Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used continuous warm saline and subcutaneous infiltration to protect the patient's skin. MDR for the first needle was submitted under MFR # 9616793-2017-00118.

Event description:
Prior to a rectus abdominus desmoid tumorcryoablation procedure, four icerod plus 90° needles and system tested fine with no issues to report. The physician was focused on hydro-dissection of the bowel and observing the intraprocedural iceball growth and did not realize the shafts of two of the needles started to collect frost. When he noticed the frosting, the skin around the needle insertion sites was purple and hard, presenting with a typical appearance of freezing and lack of perfusion. He attempted to inject warm saline subcutaneously, but the skin was too hard. Warm saline was therefore applied to the skin. The procedure was completed successfully and does not plan on additional procedures. No injury was observed post-procedurally. The patient returned for a 10-day postop appointment and the physician noted that the wound to be approximately 1 cm in length. During the 10-day post-procedure period, no wound care measures were taken. Patient has recovered with no sequelae.